Event description:
It was reported by the rep that the two tct75 were used during an unknown procedure. It was reported that the linear staples would not fire. The case was completed with another device. There was no pt consequence.